Manufacturer narrative:
The customer¿s report of infusing faster than expected was not confirmed. Only the pcu event log was returned by the customer for investigation and because of this, the medications in use, the pump module in use and the profile in use could not be definitively identified. The pcu event log shows the source pump module was programmed to infuse a primary infusion of drug ID 1 at 25 ml/hr at 9:42 am on (B)(6) 2017 and also programs a secondary infusion of drug ID 227 at 25 ml/hr. The user then starts the infusion. At 9:57 am, the secondary infusion completes and the device transitions to the primary infusion. At 10:03 am, the device alarms for air in line and the user restarts the infusion. At 10:04 am, the user channels the device off and the system is shut down and powered off. The volume recorded as being infused during this period was 2.64 ml for the primary infusion and 100.023 ml for the secondary infusion. The log review summarizes the last air in line alarm for an infusion running at 25 ml/hr that was observed in the log, but it cannot be determined if this was the event that was reported by the customer. The root cause of infusing faster than expected was not identified. The devices and customer data set were not returned for investigation. (B)(4).

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer reported that zosyn 25cc/hr. Was programmed to infused over 4 hrs. Approximately 1.5 hrs the device alarmed for air in line. The nurse noticed that the zosyn and the normal saline flush 500 ml were emptied. The device was verified that the rate and time left on the machine was typed in accurately . The nurse stated; "the device stated the rate was 25cc/hr, and the time left on infusion was 2 hours and 39 mins". There was no report of patient harm.